Manufacturer narrative:
(B)(4). H6: investigation findings - 4112 analysis of information provided by user/third party. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2024. On (B)(6) 2024, the pediatric patient experienced a skin reaction with itching, burning, rash, redness, inflammation, pimples, blisters, dry skin and infection under the overlay patch. The patient consulted a dermatologist who prescribed oral antibiotics (augmentin oral spray). The skin was disinfected alcohol with before inserting the sensor but no additional disinfection was done before placing the overlay patch. At the time of the report the affected area was still red and hurting. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.